Manufacturer narrative:
A field service engineer (fse) repaired the lids.

Event description:
During installation, a field service engineer (fse) from beckman coulter inc. (Bci) found the hydro canister lids of the unicel dxc 800 pro synchron chemistry analyzer to be cracked. There was no injury that occurred.